Event description:
The user's mother reported that the user experienced a trauma to the head in early october. The user no longer has access to sound with the device on the right side. The user has been re-implanted on (B)(6) 2021.

Manufacturer narrative:
Conclusion: investigation revealed fatigue wire breakages in the active electrode consistent with repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is final report.

Manufacturer narrative:
According to the currently available information, it is assumed that the reported trauma might have weakened the fixation of the electrode which led to electrode mobility. To determine an exact root cause a device investigation of the explanted device is necessary. A date for reimplantation has not been scheduled yet.

Event description:
The patient's mother reported that the patient experienced a trauma to the head in early (B)(6). The patient no longer has access to sound with the device on the right side.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient's mother reported that the patient experienced a trauma to the head in early (B)(6). The patient no longer has access to sound with the device on the right side.